Event description:
Country of complaint: (B)(6). Thread breaks while knotting.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Stock review: there are no units in OEM stock. Casework: there are no similar complaints about this code/batch and cause. Batch record review: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Batch release results: the results during the final process inspection fulfilled OEM requirements. Received samples: we received 1 sample in unopened pouch. Knot pull tensile strength test performed on the received samples, there was a normal rupture of the knot. Conclusions: the complaint is not corresponding (not justified) no action is required.